Manufacturer narrative:
G4: reported device marketed in the u.s. Only for veterinary use, however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. Related 510k number k011375. Summary of investigation: there are two previous complaints of this code-batch closed as not confirmed after the analysis as no samples were received. We manufactured and distributed in the market (B)(4) units. There are no units in our stock. We have received one open sample, unused. Aluminum pouch is not present, only the cardboard with the thread broken in several places as can be seen in the attached pictures. However, considering there are two previous complaints for the same issue, we consider this complaint as confirmed. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfils usp/ep and b.braun surgical requirements. Conclusion root cause analysis: the most probable root cause is that the attachment of the needle was not correctly done, the samples received could not be checked as the thread was already degraded (complaint from june and samples received in october). Final conclusion: considering that the sample received do not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the sample received. We apologize for any inconvenience that this issue may have caused, and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monomend mt suture. The client (veterinarian) reported that the needles are missing and/or falling off the suture. Further information has not been received.